Manufacturer narrative:
This report is submitted on march 30, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 02, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on june 17, 2022.